Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated. The device was explanted and replaced. The patient was stable post procedure.